Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/3/2023 a manufacturing record evaluation was performed for the finished device semjah batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device shmhsx batch number, and no non-conformances were identified. Expiration date: jun/30/2027 date of mfg.: jul/14/2022 additional information was requested, the following was obtained: it was recently reported that there are two possible lots used in this event semjah and shmhsx. Please clarify if these lots were possible lot numbers were applicable to both impacted product or one specific impacted product. It is unknown which lot numbers are the correct. We have received two packages for one product. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one needle-suture piece. The packaging (foil paper lid and winging former) was received empty and pertain to the product code z494g. In order to evaluate the conditions of the returned sample, the suture piece was observed with the end cut. Body fluids and crimping marks on the surface of the suture that was possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and no functional test was performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number : semjah semjah, shmhsx, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was recently reported that there are two possible lots used in this event semjah and shmhsx. Please clarify if these lots were possible lot numbers were applicable to both impacted product or one specific impacted product. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: semjah / shmhsx batch semjah mfg date: 05/26/2022, exp date: 04/30/2027. Event related to mw # 2210968-2023-00966. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during use consecutively. No adverse patient consequences were reported. Additional information was requested.